Event description:
It was reported that an unspecified number of bd plastipak¿ syringes luer-lok¿s had the "ml-scale printed on the lateral side".

Manufacturer narrative:
Investigation: one photo was received displaying two loose syringes next to opened blister packs of batch #8210545 (p/n 309658). One of the pictures received shows the scale of the syringe slightly out of center. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect the root cause of defect found -scale misplaced/rolled scale- is related to the printing process. It is possible that this defect occurred during the setup of the printer machine and it is possible that limited number of syringes were not properly removed from the process ¿ scrapped. The performance of the product should not be compromised by rolled scale, this imperfection does not compromise the product¿s volumetric accuracy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd plastipak syringes luer-loks had the "ml-scale printed on the lateral side".